Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4, h4, h2; h3; h6. Visual examination of the provided pictures identified the part was removed with partial bone still connected. Medical records were not provided. Review of the device history records identified deviations or anomalies during manufacturing, however, the deviations or anomalies would not have attributed to the event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to device being discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent tha. Subsequently, the patient experienced pain and underwent revision approximately 3 years later. The bone scan informed surgeon the stem was loose. He beat on the stem to remove it for 2 hours, stripping the threads inside the size 12 ho micro taperloc. When the stem finally gave way, it ripped out the whole proximal bone. He had used oseteomes to get around stem, however it was well fixed distally. Surgeon then used a 19x190 arcos distal stem with a 80 a ho cone body and a 32+6 cocr head/neck. The stem was not loose as bone scan suspected. Attempts have been made and additional information on the reported event is unavailable at this time.